Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no image in the doctor console viewer. Initially, the site observed an image in the vision side cart (vsc) but no image in either the left or right eye of the console, with no text or image visible. The site removed the instruments and performed a power cycle on the system, as well as cycled the breakers for the vsc and surgeon side console (ssc), then powered them back on. After these actions, the ssc displayed an image in both eyes, but it was flickering or strobing, while the image on the room monitors was stable. The flickering was not present in both eyes of the doctor's console. The site attempted to use a new scope and reset the video defaults, but these actions did not resolve the issue. Consequently, the site decided to power off and swap out the dv5 system with their xi system, as they did not have a second ssc for the dv5 available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced the cardcage to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
This console cardcage assembly was returned for failure analysis, and the reported failure of no image in the doctor's viewer was not confirmed nor replicated. In both artemis and lighthouse, no data or error logs were found that would relate to this reported event or indicate that these failures occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. This console cardcage assembly was installed, successfully programmed, and tested on the dv5 in-house golden system with no issues and no errors triggered at startup. The system started normally as expected. The ssc console and viewer functionality verification test were conducted, with the camera installed showing no image issues. Multiple power cycles were run with no issues. This console cardcage was left idling for 1.5 hours with no issues and no signs of flickering. As a result of this test and findings, failure analysis concluded that no root cause could be attributed to this console cardcage assembly unit for the reported event.

Event description:
Refer to h11 for follow-up information.